Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon has used 4 scissor instruments, and the tip covers keep falling off. The customer just wanted to report the issues for documentation. The customer added that the surgeon is very experienced and knows how to install the covers and feels something is wrong with the instruments. The customer was not able to provide any further information or pictures of the instruments. The surgeon was proceeding with the case as planned. The tse collected all available case information and the call ended.